Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown construct: lcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lim, s. Et al (2021), osteosynthesis with autologous dual bone graft for nonunion of midshaft clavicle fractures: clinical and radiological outcomes, european journal of orthopaedic surgery & traumatology xx.xx., pages 1-7 (south korea). The aim of the study was to evaluate the clinical, radiological outcomes and analyze the risk factors that affect the outcome after nonunion surgery. Between 1999 and 2017 a total of 34 patients (22 male and 12 female) with a mean age of 40.8 years, were included in the study. These patients underwent surgery for midshaft clavicle nonunion using a 3.5-mm reconstruction plate (synthes, paoli, pa, USA), and was tied around the bone graft and clavicle with an absorbable cerclage suture (pds 0, ethicon, cincinnati, ohio, USA) for stability. All patients were followed up with a mean time of 47.5 months. The following complications were reported as follows: a 65-year-old male patient developed adhesive capsulitis. A 55-year-old male patient developed adhesive capsulitis. A 39-year-old male patient had plate removal one year after the operative treatment due to the hardware irritation. A 30-year-old female patient had plate removal one year after the operative treatment due to the hardware irritation. A 34-year-old male patient had plate removal one year after the operative treatment due to the hardware irritation. A 30-year-old male patient had plate removal one year after the operative treatment due to the hardware irritation. A 29-year-old male patient had plate removal one year after the operative treatment due to the hardware irritation. A 24-year-old female patient had plate removal one year after the operative treatment due to the hardware irritation. A 25-year-old female patient had plate removal one year after the operative treatment due to the hardware irritation. A 25-year-old male patient had plate removal one year after the operative treatment due to the hardware irritation. A 56-year-old male patient had plate removal one year after the operative treatment due to the hardware irritation. A 28-year-old male patient had plate removal one year after the operative treatment due to the hardware irritation. A copy of the literature article is being submitted with this medwatch. This report is for an unk - construct: lcp. This is report 2 of 2 for (B)(4).